Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v541122, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient's device was found to be off during an unscheduled research visit on (B)(6) 2015. Reprogramming was performed; the device was turned back on. It was noted the patient was not aware the device was off. The patient had stated she knew she felt a bit more urgency than in the past. The problem resolved after the device was turned back on. They were unable to determine the cause of the device being turned off and the patient did not remember turning it off. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.